Event description:
It was reported that an asymptomatic patient was presented to the hospital for a device change out due to eri. During device data review, decreased r-wave sensing, increased pacing lead impedance and high threshold were observed. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.